Event description:
It was reported that this patient presented to the hospital with ventricular tachycardia (vt). This implantable cardioverter defibrillator (ICD) did not provide therapy as expected due to device programming. Patient was given manual anti-tachycardia pacing (atp) and shock to convert the ventricular fibrillation (vf) rhythm. Reprogramming was performed. Technical services (ts) analyzed surface echocardiogram and was unable to determine if event was true vt or supraventricular tachycardia (svt). No additional adverse patient effects were reported. Currently, this ICD remains in service.